Manufacturer narrative:
This is 1 of 3 reports from this reporter. The total list of cases created from this reporter is (B)(4). The qa (quality assurance) investigation results were received on 04/30/2012. Evaluation summary: the production and quality control documentation for lot number x1116, expiry date 2014-10 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comments: the benefit-risk relationship is not affected by this report.

Event description:
Pain in right knee [arthralgia]. Swelling in right knee [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012, from a nurse regarding a female pt, initials (B)(6) . The pt's medical history was significant for previous use of synvisc one ((B)(6) 2010). On an unspecified date in (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g-f 20) injection at 6 ml, once. The lot number of synvisc one was x1116. On an unspecified date in (B)(6) 2012, the pt experienced pain and swelling in right knee for which she received a cortisone injection on (B)(6) 2012. No action was taken with the synvisc one. The outcome for the events of pain in right knee and swelling and in right knee was not yet recovered. Concomitant medications were not provided. The intensity for the events of pain right knee and swelling right knee was not provided. The reporting nurse did not provide a relationship between synvisc one and both the events.